Manufacturer narrative:
Glenosphere remained in patient.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 50 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint form this lot. The root cause for the device loosening could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to a loose glenosphere. The reverse shoulder prosthesis retaining screw had no damage, was not broken. The surgeon replaced it with another reverse shoulder prosthesis screw, (B)(4).